Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking for a hole on the unexposed portion of the soft cannula. No evidence of fluid ingress was observed during investigation. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. A complete leak test could not be conducted to the complete fluid path due to the unexposed portion of the soft cannula leak. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or evidence of leaking during wear. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.